Manufacturer narrative:
(B)(6). Device evaluated by MFR.:returned product consisted of a maverick 2 balloon catheter. There were numerous kinks throughout the device. The hypotube was separated 15cm from hub, the ends were ovaled which is consistent with kinking prior to separation. The balloon was inflated by connecting a toughy, stopcock, and inflation device to the separated end. Pressure was applied to the balloon and the balloon remained inflated.

Event description:
Reportable based on device analysis completed on 03-jan-2020. It was reported that inflation failure occurred. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 12mm maverick balloon catheter was advanced for pre-dilation. However, during procedure, the balloon failed to inflate. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a shaft separation.